Event description:
A surgeon reported a patient with a poor clinical outcome. Patient records provided indicated this patient exhibited a decrease in bcva in both eyes as compared to pre-op measurements. This report is for the left eye, the right eye is being submitted under manufacturer report #1061857-2007-00161. Approx 3 weeks post-op, this pt exhibited a 3 line decrease in bcva inthe left eye from the pre-op measurement. Add'l info has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.